Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. High impedances were noted on the patients spinal cord stimulation (scs) leads. The patients system was optimized however the issue persisted. The patient underwent a revision procedure in which the two leads were explanted and replaced with a paddle lead. The patient is recovering as expected. The explanted leads will not be returned as they were discarded by the medical facility. Additional information was received that the patient experienced a non-device related fall which may have led to a damaged lead. It was also noted that the patient is enrolled in a boston scientific clinical study.

Event description:
It was reported that the patient experienced inadequate stimulation. High impedances were noted on the patients spinal cord stimulation (scs) leads. The patient's system was optimized however the issue persisted. The patient underwent a revision procedure in which the two leads were explanted and replaced with a paddle lead. The patient is recovering as expected. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071317, UDI: (B)(4).